Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 5130321. Brand name: spectra wavewriter. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 358739.

Event description:
It was reported that the patient was experiencing a slight loss of therapy. It was assessed that the spinal cord stimulation (scs) cervical peripheral leads had migrated. The patient underwent a revision procedure, and when the physician attempted to remove the lead from port d of the scs implantable pulse generator (ipg), the lead would not dislodge and became stuck. The physician attempted to back the lead out of the port, however, was unable to do so. The physician assessed that the lead and ipg had to be removed and chose to replace both leads and the ipg. The patient is recovering well. The leads will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: (B)(6). Brand name: spectra wavewriter, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing a slight loss of therapy. It was assessed that the spinal cord stimulation (scs) cervical peripheral leads had migrated. The patient underwent a revision procedure, and when the physician attempted to remove the lead from port d of the scs implantable pulse generator (ipg), the lead would not dislodge and became stuck. The physician attempted to back the lead out of the port, however, was unable to do so. The physician assessed that the lead and ipg had to be removed and chose to replace both leads and the ipg. The patient is recovering well. The leads will not be returned as they were discarded at the medical facility. Additional information was received that lead migration was confirmed via x-ray.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6; upn: m365sc2366700; model: sc-2366-70; serial: (B)(6); batch: 5130321. Brand name: spectra wavewriter; upn: m365sc11600; model: sc-1160; serial: (B)(6); batch: 358739. Investigation conclusion: review of the devices manufacturing documentation confirmed that this ipg and leads passed all required specifications and testing prior to being released for distribution-sale. Laboratory analysis of the returned ipg did not reveal any anomalies as the ipg exhibited normal characteristics and port plugs were inserted into all ports without issue. Therefore, the reported event of was the lead not dislodging and becoming stuck was not confirmed. The leads were discarded by the facility, and physical analysis could not be conducted in our laboratory. However, a review of the product label revealed lead migration resulting in slight loss of therapy is a known risk of use with the spinal cord stimulation (scs) system.

Event description:
It was reported that the patient was experiencing a slight loss of therapy. It was assessed that the spinal cord stimulation (scs) cervical peripheral leads had migrated. The patient underwent a revision procedure, and when the physician attempted to remove the lead from port d of the scs implantable pulse generator (ipg), the lead would not dislodge and became stuck. The physician attempted to back the lead out of the port, however, was unable to do so. The physician assessed that the lead and ipg had to be removed and chose to replace both leads and the ipg. The patient is recovering well. The leads will not be returned as they were discarded at the medical facility. Additional information was received that lead migration was confirmed via x-ray.